Event description:
Healthcare professional (hcp) reported four CT 190g dialyzer blood leaks. For this pt, the customer uses 2 sequential dialyzers for one treatment. The initial blood leaks were noted by an alarm. The top dialyzer was use #10 and the bottom dialyzer was use #8. Leaks were confirmed by positive hemastix results. Treatment was resumed with 2 new dialyzers and new blood lines. Forty mins into procedure, a leak was noted by an alarm and confirmed with a positive hemastix result. Blood was not returned to the pt with approx 300cc blood loss. No medical intervention or pt injury reported by hcp.